Event description:
This pt had an apogee, perigee surgical mesh implanted. Now she has such severe pain with intercourse that she is not able to have sex. In addition, the problem that she had surgery for it has returned. Diagnosis or reason for use: pelvic organ prolapse.